Event description:
It was reported that a patient had their device explanted due to a suspected infection. Further investigation into the issue identified that the infection was a ¿small infection¿ that was only right at the incision site. The infection had reportedly occurred right after the implant, so the physician believed there may have been some relationship to the vns surgery or the device. The physician stated that the patient had been manipulating the site prior to the wound fully healing. The surgeon¿s office did not have a record of the device that was explanted for this patient¿s infection. No additional relevant information has been received to date.